Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. The distributor alleged that the audio bolus button sound was not working. There is no adverse event associated with this complaint. This complaint is not being reported because a worn keypad is considered cosmetic, has no effect on insulin delivery function, and is unlikely to cause an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 05/15/2015 with the following findings: the audio bolus button cover was found to be torn. The complaint that the audio bolus button sound was not working was not able to be duplicated during testing. The audio bolus button responded appropriately to button presses despite the button cover damage.